Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of above 1000 mg/dl. Patient's current blood glucose value: 220 mg/dl. The customer declined troubleshooting for high blood glucose value. The device will not be returned for analysis.